Event description:
A caller reported experiencing a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level, as the issue was related to a system error rather than glucose measurement accuracy. Technical support assisted the caller by providing complete pump reset information and guided them through the process. Despite the initial reset not fully resolving the error, a subsequent complete reset resolved the issue. It was determined that the pump reset was not completed initially, and ultimately, the decision was made to replace the pump. After review of call it was determined pump did not need to be replaced. Issue was resolved.